Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a low out of range pacing impedance measurement of less than 200 ohms. The pacemaker remains in service and there were no adverse patient effects reported.